Event description:
It was reported by the patient's wife the patient had never had effective therapy with the scs system since implanted. The patient reported the surgeon is concerned about removal of the system due to the possibility of an infection. The patient wanted the system explanted. Additional physician consult is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.